Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent graft . On (B)(6) 2017, a secondary procedure was performed for an unknown reason. During the intervention, an additional bifurcated stent graft was implanted. No additional event or patient information is available

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent graft. On (B)(6) 2017, a secondary procedure was performed due to a type 1a endoleak. During the intervention, an additional cuff was implanted. No additional event or patient information is available

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional findings include a type ia endoleak; sac growth; at implant right limb extension was non-elgx (gore).the most likely cause of the proximal loss of seal, procedure related harms and final patient disposition could not be determined due to the lack of medical imaging surrounding the implant procedure and the secondary endovascular procedure. To date there has been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system correction: evaluation codes : remove code 3190 and 2993.